Manufacturer narrative:
Further pt info was rec'd. Infection remains the probable cause of failure. The pt's smoking is a contributing factor, as smoking is a known contraindication for dental implants.

Event description:
Implant placed 4/22/97. It failed due to infection and was removed 8/26/97. One person affected.